Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the device was damaged. Additional information received that during intraocular lens (iol) implantation surgery the trailing haptic was straight. The surgery was completed. There was no patient contact and no patient harm.